Event description:
It was reported by repair work order that the lift would drift due to a malfunctioning screw tube, switch bracket, and lift motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.